Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion, prime, the excessive no delivery test due to prime alarm. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump received with missing segments/clear horizontal line on lcd glass due to cracked zebra connector on lcd board.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer reported pressing the act and escape buttons to clear the alarm, but they were unresponsive. Blood glucose level was not provided. No further information was provided.